Event description:
In 2008, the pt reported that his infusion device displayed an e4 (occlusion) error. He stated that he had changed all of his accessories except for his infusion set. The headset had been in use for three days earlier. The pt removed the headset and stated that the cannula was bent. He stated that he does have some scar tissue. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.